Event description:
The customer reported that his olympus gastrointestinal videoscope was experiencing internal defects of the channel due to a clog in the forceps mouth brush during reprocessing. This event had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was foreign material clogging the end of the forceps mouth brush due to the unit having been insufficiently reprocessed. The unit had several other forms of wear and tear noted throughout the device. Those include but are not limited to material deformation and adhesive failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. Water was flushed through the instrument/suction channel. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. Olympus will continue to monitor field performance for this device.